Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited loss of ventricular capture. The ICD was explanted and a new guidant device was successfully implanted. The device has been returned for analysis. The available information indicates the lead remains in service.